Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 300 mg/dl. An infusion set change was performed to address the occlusion. System check could not be performed as the occlusion occurred in the past.